Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the pump boots to the verify screen with auditory and vibratory features. Pump was exercised for 24hrs with the I:c ratio set to 1u:22g; no changes in the I:c ratio occurred during this time. No eaw¿s related to the complaint in pump history. No hypersensitive key observed on the keypad. A 10u audio bolus and a 10u normal bolus were performed; the I:c ratio remained at 1u:22g. Investigators were unable to duplicate the complaint. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that when bolusing the I:c ratio was at 1:12 and should have been at 1:22. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.